Event description:
It was reported while using bd vacutainer® lh (lithium heparin) 68 i.u. Plus blood collection tubes, one tube cap was damaged with visible marks. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 02-oct-2025. Investigation summary: bd received one sample for investigation. The evaluation of the returned sample indicated that the cap on the tube had been damaged. Additionally, a total of 100 retained samples were visually inspected, and no damaged caps were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: broken - before use. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® lh (lithium heparin) 68 i.u. Plus blood collection tubes, one tube cap was damaged with visible marks. No adverse impact was reported regarding the patient or user.